Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: additional cut was performed on the staple malformed part, especially the tip of the jaw. The procedure was partial resection. The target tissue was thick. There was no change in the procedure. No additional port hole. There were no adverse consequences to the patient.

Event description:
It was reported that during an arthroscopic lung resection, when the device was used between leaves, some staples were not applied at 3rd firing and remained on the cartridge side. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available.